Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that functionality was restored to the imaging system after a couple of restarts and the site did not elect to pursue further servicing on the imaging system.

Event description:
Medtronic received information that, while outside of a procedure, the imaging system displayed a message stating "system booting, please wait." Following a restart of the viewing station of the imaging system and imaging system, functionality was restored. During restart, the monitor of the viewing station took longer to load than typically observed and that the pendant displayed a message that the imaging system was waiting for the viewing station to establish communication. There was no patient present when this issue was identified. No additional information was provided.